Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6). Implanted: (B)(6) 2024. Product type lead product ID 977a260, serial# (B)(6). Implanted: (B)(6) 2024. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller stated that they had a fall in may and the battery and wires have shifted a little bit onto their spine. Caller stated they are in a lot of pain and wanted to know if they could use a heating pad until they can see their doctor on thursday. Caller stated they already met with their rep on june 12 and had the programming reset. Agent reviewed information with caller. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a return of pain. Pt states she fell (B)(6) 2024 and states device has not been helping with her pain since the fall. Pt states she fell on her back. All connection and impedance check within normal range. A rep performed reprogram of dtm programming on (B)(6) 2024. Updated xray was taken and leads have migrated from t8 to t9. It is unknown if leads migrated prior to or after fall. It is unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 03-dec-2026, UDI#:(B)(4) ; product ID: 97 7a260, serial/lot #:(B)(6), ubd: 13-sep-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.